Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. The picture shows tissue with several staples on it. The staples are appreciated with the proper b form. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lobectomy, the surgeon fired the device and in the middle of the staple line the staple is standing straight up and down. Case completed with device. There were no patient consequences reported.